Event description:
Additional information was received for this (B)(4) study patient/cec adjudication minutes were reviewed. The committee disagreed with the codes of mi (protocol definition) and stent thrombosis (both protocol and arc definitions). The committee agreed with the code of arc (peri-procedural pci). This event had been previously captured as an elevated enzyme event. The file will be updated with the removal of the enzyme code and the addition of a code for mi. The patient presented with a (B)(4) study, ccs class ia angina, a 69% stenosis in the proximal lad, and a 95% stenosis in the mid lad. The patient underwent the index procedure with treatment of two target lesions. The first target lesion in the mid lad was treated with pre-stent balloon angioplasty and placement of one study stent/cypher 3.0 x 33 mm. The site reported a 10% final residual in-lesion stenosis with no dissection and timi 3 flow. The second target lesion in the proximal lad was treated with placement of one study stent/cypher 3.0 x 28 mm. And post-stent balloon angioplasty. The site reported a 10% final residual in-lesion stenosis with no dissection and timi 3 flow. There was no cardiac enzyme elevation post intervention. The post-procedure course was uncomplicated and the patient was discharged the day after the procedure on dual antiplatelet therapy. Eight days after the index procedure, the patient underwent a pre-planned staged procedure with treatment of two lesions in the 2nd om and in the left pda. The lesion in the 2nd om was treated with placement of one study stent/cypher 2.5 x 13 mm. The site reported a 10% final residual stenosis with no dissection and timi 3 flow. The lesion in the left pda was treated with placement of one study stent/cypher 2.5 x 8 mm.

Manufacturer narrative:
The site reported a 10% final residual stenosis with no dissection and timi 3 flow. The site initially reported these lesions as target, but this was later changed to non-target lesions. The ECG core lab reported no new major st-t abnormalities, no q waves and inadequate tracing quality due to presence of severe artifact. The site reported no post-procedure complications. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #3003742446-2012-00342 and #3003742446-2012-00343.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered a peri-procedural mi per cec adjudication. This is a (B)(6) male with medical history including dyslipidemia and hypertension. The indication for the index procedure was a positive functional study. Angiography revealed a 69% stenosis in the proximal lad and a 95% stenosis in the mid lad. On (B)(6) 2010 the initial phase of a staged index procedure was performed. The first lesion (mid lad) was treated with pre-dilation and implantation of one study stent. The site reported a 10% residual stenosis, no dissection and timi 3 flow. The second lesion (proximal lda) was treated with implantation of one study stent and post-dilation. The site reported a 10% residual, no dissection and timi 3 flow. There were no cardiac enzyme elevations post procedure and the post procedure course was uncomplicated. The patient was discharged the following day on dual anti-platelet therapy. On (B)(6) 2010, the second phase of the staged procedure was performed. Two lesions were also treated during this procedure, 2nd om and left pda. The first lesion (2nd om) was treated with placement of one study stent. The site reported a 10% residual stenosis, no dissection and timi 3 flow. The second lesion (left pda) was treated with placement of one study stent. The site reported a 10% residual stenosis, no dissection and timi 3 flow. The site reported these as target lesion; however, later these were reported as non-target lesions. No enzymes were drawn prior to the second phase of the procedure. Post procedure the ck was 92, the ckbm was 4.2 and the troponin was 0.22. The next day the ck was 166, the ckmb was 14.5 and the troponin was not tested. The ECG lab reported no new major st-t abnormalities and no q waves and inadequate tracing quality due to severe artifact. The site reported no post procedural complications, and the patient was discharged the following day on dual anti-platelet therapy. The study stents remain implanted thus unavailable for analysis. (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15111508 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products used during the same procedure. Please reference MFR. Report #3003742446-2012-00342 and #3003742446-2012-00343.